Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage. All units are leak tested during production, and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and replace) if there are fluid leaks or blood in the rear chamber. All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported a small leak from the centrifugal pump during a bypass procedure. The unit was changed out and the case was reportedly completed with no complications or patient injuries. Add'l event specific info was not available.